Event description:
It was reported the patient died of unknown causes. Further information was not available.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, only a connector portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage.